Event description:
It was reported that unspecified bd¿ eclipse needle was clogged on 2 occasions, the safety shield broke on 5 occasions, and the package was open on 10 occasions before use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that the clinician encountered occurrences of the safety shield broke off (5), the needle clogged/blocked (2), and the package was open before use (10).

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that unspecified bd¿ eclipse needle was clogged on 2 occasions, the safety shield broke on 5 occasions, and the package was open on 10 occasions before use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that the clinician encountered occurrences of the safety shield broke off (5), the needle clogged/blocked (2), and the package was open before use (10).